Event description:
A customer reported that their pump began burning and melting while it was charging, using tandem charging supplies. There was no reported impact to the customer¿s blood glucose level. The customer had already been sent a return merchandise authorization for the pump and charging supplies but had not received a replacement charger. As a resolution, customer support decided to send replacement tandem charging supplies via two-day shipping.